Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported problem was duplicated upon initial testing but after dissembly and reassembly to determine root cause, the problem could not be verified. The analog board was replaced as a precaution. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.